Manufacturer narrative:
The associated complaint device was not returned. The clinical/medical team concluded, this complaint reports the tip of a lag screw driver broke and was removed from the patient. (No broken component left in the patient.) Several attempts have been made to obtain clinical/medical documents to no avail. No report on the patient's current status has been submitted at this time. Without supporting clinical/medical documents a thorough investigation cannot be performed. Should information become available this complaint can be re-assessed. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the listed part revealed no prior complaints for the listed batch. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened.

Event description:
During surgery, while finishing to place the lag screw in the femur, the tip broke and had to be removed from the patient.